Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to unstable electrical contacts of the connector resulting in hindered image transmission between the scope and the video processor. The unstable electrical contacts could have occurred due to the following causes: the lock and pin of the video connector worn out due to repeated use for a long period of time. The connector lock had failure due to external forces. The connector was corroded due to residual foreign materials. The instruction manual instructs as follows; "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." "Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source."

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was flicker and intermittent during the unspecified procedure. The intended procedure was completed using the same set of equipment. The user also reported that this phenomenon was occurred to the subject device in combination with any kind of endoscopes. There was no report of patient injury associated with this event.